Manufacturer narrative:
The pump had unresponsive up and down buttons due to moisture damage on the keypad traces. Unable to perform the operating currents, self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery or displacement tests or verify the compromised force sensor system alarm due to the unresponsive button. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads, a broken reservoir tube lip, a cracked case at the reservoir tube window corners, a missing end cap sticker and a loose/protruded drive support disk.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed and was unable to use it. Customer is currently using a pen. Customer also mentioned a sticky button and the drive support cap slightly out. The customer was advised the pump will need to be replaced. The customer's blood glucose was unknown.